Event description:
It was reported that on the first side of bilateral cochlear implant, the surgeon was stimming with the monopolar surgeon controlled probe. First, the console was giving negative responses. The surgeon continued stimming more where they were expecting a positive stim response, but continued to get negative responses on the nim. The rep turned off ¿even capture¿ to see if there was any emg response below the threshold of 100 microvolts. However, there was no observed responses above the baseline of 9-12 microvolts on both channels. Surgeon commented they didn¿t know what was wrong with the nim. Troubleshooting performed by checking for paralytics confirmed there were none acting. Turn up the stimulus level- same result.  The stim was not showing 0 and stimulus tone was heard. Muscles relaxants were checked for, and confirmed there were none. Conducted an electrode check on the nim and all channels passed. On fir st ear the used their visual anatomy knowledge and experience to identify nerve and continue drilling appropriately. On the second ear, the same console and patient interface was used, but used a new probe. The nim functioned as expected according to the surgeon here. There was no patient injury.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: n im4cpb1, serial/lot #: (B)(6) ubd: , UDI#: (B)(4) the img code for product ID: nim4cpb1 is g02005 manufacturing date: 2023-05-15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.